Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that was sent down for not cooling, the device failed the calibration for not cooling, possibly a mixing pump failure, it would be coming in for the 2000 hours preventive maintenance. Per follow up information received on (B)(6) 2022, there were no reported injuries. A quote had been sent to customer and device would be coming in for 2000 hours preventive maintenance and repair. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue is due to a failed mixing pump. It was stated that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress . It was also stated that arctic sun device circulation pump was primed to autofill. The double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the tank seals were found lifted from the tank. The chiller molded tube was torn at the evaporator tank end from removing tank assembly. It was noted that preventatively replaced the power inlet module and the ac main voltage circuit card. It was also noted that the replaced the double bend tube, chiller evaporator outlet tube, tank seals and chiller molded tube.

Event description:
It was reported that biomed had an arctic sun device that was sent down for not cooling, the device failed the calibration for not cooling, possibly a mixing pump failure, it would be coming in for the 2000 hours preventive maintenance. Per follow up information received on 22jul2022, there were no reported injuries. A quote had been sent to customer and device would be coming in for 2000 hours preventive maintenance and repair. Per sample evaluation results received on 24feb2023, it was reported that the root cause of the reported issue is due to a failed mixing pump. It was stated that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress . It was also stated that arctic sun device circulation pump was primed to autofill. The double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the tank seals were found lifted from the tank. The chiller molded tube was torn at the evaporator tank end from removing tank assembly. It was noted that preventatively replaced the power inlet module and the ac main voltage circuit card. It was also noted that the replaced the double bend tube, chiller evaporator outlet tube, tank seals and chiller molded tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause was supplier ¿ root cause inadequate verification and validation activities of the crimping process , single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. DHR is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.